Event description:
Complainant alleged tht during a routine shift check by a clincian, the device displayed "defib fault 78" and "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.